Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, crack at haptic junction was noticed. Observed after lens was reported to have been properly loaded. Unusually high resistance was noted by technician and haptic orientation was also felt while advancing the lens with injector. Lens was then fully ejected through the cartridge for inspection and crack was noticed. The procedure was completed with new iol was opened, loaded and inserted with out incidence. Additional information has been requested.

Manufacturer narrative:
The lens was returned taped to a purple pieces of paper. Solution and adhesive were dried on the lens. One haptic/optic junction area had a small crack. Information was provided that indicated the use of a handpiece that is qualified for this lens when used with a qualified cartridge. The associated cartridge and viscoelastic information was not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Cartridge and viscoelastic information was not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. Note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).